Event description:
Philips received info from the customer that reported their ingenuity CT scanner with 4.0 software did not provide comparable image quality to their brilliance 64 system and that as a result, a pt scan taken on the ingenuity CT failed to clearly show a dissection of the left vertebral artery (lva). A scan performed 5 days later using the site's brilliance 64 scanner was interpreted by the physician to show a lva dissection.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).